Manufacturer narrative:
Event info was obtained from the following article: thoo ch, bourke bm, may j. Symptomatic sac enlargement and rupture due to seroma after open abdominal aortic aneurysm repair with polytetrafluoroethylene graft: implications for endovascular repair and endotension. J vasc surg 2004;40:1089-94.

Event description:
An stated in literature article, a (B)(6) year-old female pt underwent open repair of a 6cm aaa with 14 x 7mm bifurcated gore-tex stretch vascular graft. Two year 8 months later, the pt was emergently presented with severe back pain. A laparotomy revealed a large amount of semisolid rubbery, gelatinous material and a small amount of straw-colored fluid under tension. The material was evacuated, and the sac was reduced with imbricating sutures. The pt was symptom-free when followed up at 2 months, but died of pulmonary complications from leukemia 6 months later.